Event description:
The customer returned the subject device to an olympus service center for evaluation with the report that there was no image. There was no patient or user injury reported due to the event. Three attempts were performed to obtain additional information, but no response was received from the customer.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, service confirmed the customer's complaint (no image) and found it was caused by a defective camera cable. The cable did not have any visible damage. In addition, service found that due to the image functionality issue, the white balance could not be properly adjusted, resulting in an e311 error code (white balance error) being displayed on the monitor, but this was not directly linked to the "no image" issue. In addition, service found there was leakage located in the area of the video connector. The investigation is ongoing. Therefore; a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a faulty cable was confirmed, it was determined to have caused the communication failure, and may be attributed to connector failure caused by water invasion. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.